Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Due to hospital policy, the device was not to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Additional information was received that the patient implanted with this device system was brought into the clinic for a non-invasive programmed stimulation (nips) test to assess right ventricular (rv) lead integrity. A gradual rv pacing impedance measurement resulted in a greater than 2,000 ohms measurement. Shock impedance measurements had risen from 70 ohms to 90 ohms. Sensing was >25mv. Additionally, two episodes of noise were observed, not resulting in therapy delivery. A fluoroscopy showed no externalization of conductors of the non-bsc rv lead. A lead revision procedure was performed.this device was explanted during the procedure. No adverse patient effects were reported during the procedure.

Event description:
The device was later returned to allow for reliability analysis.

Event description:
Boston scientific crm received information that non-sustained ventricular tachycardia (nsvt) were exhibited on this device. It was reported that lead impedance measurements were stable, then varied greatly from 600 to 1500 ohms, most recently stabilizing around 1185 ohms. According to a technical services consultant, the increased pacing impedance measurements combined with nsvts may indicate a developing lead issue with the right ventricular (rv) lead. The consultant recommended bringing the patient to the clinic for further evaluation.